Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture (loc) with asystole of less than two seconds. Additional information received that lead dislodgement was suspected. Further, loc was confirmed through device and pacing system analyzer (psa) testing. The rv lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.